Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete essential performance testing) has been confirmed. Upon investigation, the belt was unable to complete essential performance testing. The root cause for the failure were bent pins in the trunk cable connector. The root cause for the bent pins were excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.